Manufacturer narrative:
The reported event that the pointer tip was bent was duplicated; it was confirmed during visual inspection that the device had a bent tip. Nevertheless, the pointer could be validated and used for navigation as the software allows a tip deviation of less than/equal to 2 mm. It is possible that bending forces caused the reported event. The pointer was repaired and put back into stryker stock.

Event description:
It was reported that the tip of the large pointer was bent during inspection at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the tip of the large pointer was bent during inspection at the user facility. There was no patient involvement and no adverse consequences associated with the device.